Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units of insulin. There was no impact to customer's blood glucose level. During a follow up call by tandem technical support, troubleshooting was performed and the customer was able to successfully reload the cartridge and resume all insulin deliveries. An accurate fill estimate of 185 units was received.